Manufacturer narrative:
It is unknown if the customer reported to FDA.

Manufacturer narrative:
The investigation determined that lorazepam glucuronides react with the reagent at approximately 0.5% cross-reactivity. The reagent does not contain glucuronidase. It was determined the assay was working according to specification and cross-reactivity claims.

Event description:
The customer alleged instances where a patient was taking "lorazepine" and the doctor expected a positive result for the benzodiazepines plus assay, but the result was negative. Testing by mass spectrometer was positive for benzodiazepines. The customer stated she knew of "a couple of samples" that were expected to be positive due to patient medication, but were reported as negative. Following physician complaints the samples were tested by mass spectrometry and were positive for benzodiazepines with results as high as 12000 or 15000 (no units of measure were provided). The customer could not provide the actual dates on which these events occurred. No patients were adversely affected. The analyzer in use was a cobas 8000 c 502 module, serial number (B)(4). The field service representative could not find a cause and indicated the customer did not believe there to be a problem with the instrument. The field service representative ran a precision study which was acceptable.